Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was having an magnetic resonance imaging (MRI) and it was unknown if it was related to device or therapy. The hcp stated with the MRI that occurred on (B)(6) 2018 the hcp was told that pump malfunctioned/messed up and did not turn back on. It was noted that someone had to go to the patient to reset it/fix the pump or something per hcp. The hcp did not know any other detailed associated with the alleged issue and had not been able to confirm if the issue was resolved. The patient was scheduled for another MRI and hcp was acquiring about next steps. The hcp noted they already had pump guidelines. It was later reported the patient had gotten worse since then so they were assuming the pump may not be functioning, but confirmed no one has read the pump since the MRI to confirm that. The hcp stated they wanted to do another MRI and wanted to know if there was any concern given they were not certain the pump had restarted from the first MRI. It was explained if the pump stalled, another MRI may delay that further. Additional information received indicated they were reporting same information and asking same questions as previous calls. It was reviewed to follow MRI guidelines and the patient should be able to be scanned for MRI. It was noted the device was not working since MRI 2 days ago. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was specified that the patient's pain had gotten worse.